Event description:
Sales representative reported that this screw shattered into about 5 pieces during insertion after 4 or 5 turns. It is noted that the surgeon "tapped normally". A delay of 10-minutes took place in order to remove the broken pieces and gather a metal screw to complete the acl repair.

Manufacturer narrative:
Device has not been returned for evaluation, therefore, no determination could be made for the reported device failure.